Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio at their information center ix product installed with a remote solution. The device had been physically moved to a new location one day prior with philips onsite to assist with the relocation of the product. No patient harm was reported.